Event description:
It was reported that the patient developed a pocket infection one week post implant of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. The patient was prescribed antibiotics and monitored. Subsequently, this device was part of a system revision due to infection two months later. This device was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. The product was discarded and will not be returned.